Event description:
Reportedly, the epidural catheter was received in the tray with the hub guide placed on the epidural catheter "backwards". The hub guide fits into the spinal needle to assist with catheter placement. A new user who was not familiar with the tray placed the hub guide into the spinal needle hub and placed the epidural catheter. This resulted in the incorrect end of the epidural catheter being placed in the pt. The incorrect placement was noted when medication could not be administered through the catheter, and it was removed. The epidural needle had to be re-inserted resulting in a "wet" tap occurring twice and a third stick with successful placement of a new catheter. The pt developed a "severe spinal headache" and required two epidural patches. The pt has been discharged home and continues to report some back discomfort at the insertion site. The pt does not have any neurological deficits.

Manufacturer narrative:
The used sample is not available for eval. The epidural catheter tray is mfg for medline by physician's industries. They have been made aware of the reported issue and are conducting an investigation.